Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced infusion set detachment event on (B)(6) 2025 while sleeping. The site of detachment was tubing connector. The site location was lower left abdomen. The infusion set was in use for 12 hours. No further information available

Manufacturer narrative:
E1:patient city: (B)(6) patient country: united states